Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to gutter impingement and possible loosening of prostheses.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed based on available information and assessment of available radiographs by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon assessment of available medical records medical expert opined that the underlying cause of the loosening or migration is not clear, but likely to be patient related due to poor bone substance. The scan shows very little radiolucence and no clear cysts adjacent to the tibial and talar component. Clear loosening or migration can therefore not be confirmed. There seems to be some pain or clinical problems with the implant. The hcp reports about either gutter impingement or potential loosening. The underlying cause for the clinical problems is not yet clear and therefore nothing can be said regarding the question whether it may be patient, treatment or device related. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to gutter impingement and possible loosening of prostheses.